Manufacturer narrative:
Sections with additional information as of 21-may-2020: h10: pen needles were returned for and evaluated by manufacturer. Manufacturer stated that based on the archival sample the defect is not confirmed. In the sample from the customer, 1 piece of bent needle was observed. Most likely underlying root cause: rc-076: mishandled by the end user.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation and pending completion of evaluation. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. Customer stated she had 6 pen needles with the same issue. She discarded four (4) pen needles and only has two (2) to return for investigation. The customer is using humalog pen and 32 gauge. Customer was able to administer insulin on (B)(6) 2020 with one of the trueplus pen needles that was not bend. Customer did not seek medical attention and is no longer experiencing symptoms. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated she is using competitor's pen needles.

Event description:
Consumer reported complaint for bent and dull pen needles. The customer did report symptoms of bleeding- creating lumps on skin. Customer is using compatible insulin pen, humalog pen. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The pen needle lot manufacturer¿s expiration date is 09/01/2023 and open vial date is undisclosed.